Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with two revaclear 300 dialyzers, blood was observed in the dialysate. It was reported the blood could not be returned to the patient. The patient received a blood transfusion. According to the reporter, ¿urgent dialysis¿ was also performed. The estimated volume of blood loss was 560ml. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.